Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2020-19497. It was reported the patient presented for a follow-up in-clinic. Upon review, the right ventricular and atrial leads exhibited noise, as programming changes were successfully made. The patient was in stable condition.